Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a communication issue in which a dexcom g7 continuous glucose monitor would not pair with the ilet, while the dexcom mobile app displayed glucose readings, and pairing was reinitiated after the user toggled settings, restarted, and re-entered the pairing code. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education focused on bluetooth pairing and device connectivity between the cgm and the ilet. Investigation of this case revealed a temporary pairing failure between the cgm transmitter and the ilet, with cgm function otherwise intact, and pairing resumed after standard connectivity steps, indicating a transient connection problem without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue likely related to software or environmental pairing conditions.